Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a supraventricular tachycardia procedure, communication issues resulted in a procedural delay. It was noted that while ablating, the temperature dropped from 38 to 32 degrees celsius. It was also noted that all other variables were in normal range and settings were never changed. The tactisys, the tactisys rf cable, and the ampere generator were replaced, and the issue was resolved. There were no adverse consequences to the patient.